Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/04/2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2017. No additional event or patient information is available. The data log was reviewed on (B)(6) 2017. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.